Manufacturer narrative:
The nurse call system is a comprehensive communication and information management system that helps caregivers provide the best possible care to patients in the most efficient manner. The system facilitates communication within a nursing unit. Caregivers have the ability to quickly locate and communicate with a fellow staff member, and patients can easily communicate with caregivers, the nursing station, or directly to their primary caregiver. When a bed is used in conjunction with voalte nurse call, the bed¿s exit alert notification, in addition to alerting at the bedside, is routed to designated communication devices (nurse console, patient station, dome light, mobile phone, etc.) And provides a visual and/or audible event alert notification at the designated device. The voalte nurse call instructions for use notes ¿the nurse call system is designed to be used only as a secondary alarm system for bed exit alarms. It should never be used as the primary bed exit alarm system. Troubleshooting activities discovered the issue was with the cable components that connected the beds to the nurse call system. All beds in the facility were being affected, additionally, it was unknown if these cables had been properly maintained by the facility. Cables were troubleshot and replaced and all bed exit alerts were functioning as normal. Although there was no malfunction found with the nurse call system itself, if multiple bed exit alarms in the facility were not alerting this could lead to a serious injury or even death if the event were to recur therefore, hillrom is cautiously reporting this event.

Event description:
The customer reported the bed exit did not alarm audibly but was visually alerting at the secondary nurse station and the south units dome light did not function. There was no patient impact or safety issues reported as a result of product performance. This event was captured under hillrom complaint ref # (B)(4).